Event description:
It was reported that an overdischarge occurred. This was the first overdischarge event. The patient had not used the implantable neurostimulator (ins) for 1.5 years. A physician mode recharge (pmr) was performed and successfully reset the device. It was unknown if the power on reset (por) was cleared. The patient had an appointment on (B)(6) 2015 for reprogramming. No patient symptoms were reported. The patient saw an end of service (eos) message while charging. During the appointment, two clinician programmers, a recharger and patient programmer would not connect to the ins. Initially, when the ins was pulled out of overdischarge, the patient was getting 6 coupling boxes, but when she got home she had 0. The patient then saw the por message on the recharger. Another pmr was performed during the appointment and the device came out of overdischarge, charged briefly with 0 coupling boxes and then went back to no-connection. The manufacturing representative couldn¿t get the recharger to charge the ins normally. The manufacturing representative did the pmr twice and got a 608 error on the recharger. The por message was seen on the recharger and they were able to start charging normally with 6 bars. The patient was scheduled for a battery replacement. Interventions and patient outcome were not provided. Follow up was requested to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).